Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulties from the stent were encountered. In 2005 a taxus express2 3.0 x 24mm drug eluting stent was advanced and deployed to an unknown target lesion. Upon withdrawal, it was difficult to pull back the balloon from the stent. The guiding catheter had been deep-seated in order for the stent delivery system to be successfully removed. There were no reported patient complications. Additional information regarding this event has been requested.

Event description:
It was further reported that the calcified, 95% stenosed de novo lesion being treated was located in the non tortuous proximal circumflex artery. A guidant bmw guide wire and 6f xbc fk guide catheter were used. The lesion was pre-dilated with a 2.5 x 15 balloon. There were no difficulties inflating the balloon to 14 atms and no difficulties deflating the balloon. The balloon was inflated for 20 seconds. The balloon was removed by pulling back on the guide catheter and the balloon. The balloon was removed intact and deflated. The procedure was successfully completed. The pt's final condition was reported as good.